Event description:
It was reported that the patient presented in clinic for a routine checkup. Upon review of transmission, it was found that the implantable cardiac monitor exhibited under-sensing due to movement in the pocket. No intervention was performed. There were no patient consequences, and the patient would continue to be monitored.